Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06488. It was reported that rotawire fracture and vessel perforation occurred. Patient had a prior bypass who was on dialysis. The target lesion was located in severely tortuous and severely calcified angulated right coronary artery (rca). A 1.25mm rotalink¿ burr and rotawire were used and advance to treat the target lesion. The rotawire was placed to the distal rca and the burr was used where challenges were encountered maneuvering through the proximal portion of the rca. In the proximal third of the rca was the burr ended up burring through the rotawire and traveling through the artery into the pericardium. The patient suffered a perforation. A unspecified balloon was used with prolong inflation to stop the perforation. The patient had no EKG changes and the patient remained stable. Then an unspecified coil was used in the pericardium to stop the perforation but it did not stopped the perforation. The physician then partially deployed a coil in the pericardium and partially left the part of the coil in the rca which then assisted in stopping the perforation. Then a drug eluting stent was used and stented over the perforated area and embedded the partial coil into the artery wall. The perforation leaked was then stopped and the patient remained stable. No further patient complications reported.